Event description:
It was reported that while in situ in the patient (several years after placement), the port connect has come away from the port, therefore disconnecting the band. This has happened twice on the patient. One band has been removed and the other band is still within the patient. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: a port (lot zmkbc1) was received and a band (lot zmpbbn), both in good condition. The band was not connected via the catheter to the port. The band was received with approximately 46cm of tubing attached. A colored liquid was evident inside the catheter. The buckle had been cut. Some damage was evident on the locking shell. The port was returned with the locking connector and tsr attached and in locked position. The actuator ring was in unlocked position. The ends of the hooks were visible in unlocked position. The locking connector was unlocked with some difficulty as the tubing strain relief was not fully secured to the locking connector. Upon twisting the locking connector into opening position, the tsr was sliding around the connector. The tsr was easily removed to allow opening of the locking connector. It appeared the gluing of the tsr and the locking connector was no longer in place. The port was tested using a port applier. The hooks could not be deployed. The actuator ring was removed and biological debris was found inside the port around the hooks. This is likely the cause of the hooks not deploying and has no bearing on the events described. Some damage was evident on the outer surface of the port around the septum. Port disconnection dimensional analysis was performed and the barb on the tubing connection was measured at 2.85mm, which is within specification. The inner diameter of the locking connector was measured at 4.04mm which is within specification. The device dimensions around the connection tubing met specifications. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, port disconnection is a recognized adverse event associated with gastric banding and adjustable gastric band. A device history record (DHR) review was carried out on each of the lot numbers identified: batch # zmkbc1 & final packaging lot number zmmbbb; batch # zmpbbn & final packaging lot#znbbc6 and no discrepancies were recorded during the manufacturing process in relation to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was obtained: the surgeon confirms that the implanted the device in 2013. Patient had an x-ray last year which confirmed it was connected. Patient had a laparotomy 2 weeks ago which showed the disconnection. Had to put a new port in.